Manufacturer narrative:
The pump was returned to animas and investigated by product analysis on 11/06/2015 with the following findings: on investigation, the display was found to be dim/faded/discolored. Investigation confirmed the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored.